Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure towards the end at an unknown date, an explosion noise was heard by the staff when the coagulation electrode was activated. The surgeon consequently performed a cystoscopy and saw fat from outside the bladder and a small hole in the anterior cupule bladder. However, no further actions related to the incident were taken at that point. After a few hours the patient was unstable and he was taken to the operating room for a laparotomy. During this procedure, it was observed that the bladder was completely open by incision in the anterior face. In the course of this procedure the bladder could be repaired. As far as known the bladder is now in good condition and the patient is stable without any further complication.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to the olympus iberia regional repair center (rrc) barcelona, spain (received at the rrc on 2022-12-05). During the physical device inspection at the rrc the electrosurgical generator was found to display error message e038, which was traced back to the motherboard. Furthermore, a pinkish color case was determined on the touch panel, which was traced back to the front panel. However, none of these findings is related to the reported explosion and the resulting bladder perforation. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. However, since there was no report of a malfunction of the generator during the procedure, the generator was evaluated to meet the specifications. The patient injury can very likely be traced back to a user error. Usually, such injuries occur due to incorrect settings of the generator, an inappropriate instrument, or an inappropriate use of the instrument. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure towards the end at an unknown date, an explosion noise was heard by the staff when the coagulation electrode was activated. The surgeon consequently performed a cystoscopy and saw fat from outside the bladder and a small hole in the anterior cupule bladder. However, no further actions related to the incident were taken at that point. After a few hours the patient was unstable and he was taken to the operating room for a laparotomy. During this procedure, it was observed that the bladder was completely open by incision in the anterior face. In the course of this procedure the bladder could be repaired. As far as known the bladder is now in good condition and the patient is stable without any further complication. A follow-up examination on (B)(6) 2022 confirmed that the patient has recovered well withoug any further complications.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).